Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system, battery, battery, serial #: unk, model #: unk, expiration date: unk UDI #: asku. Concomitant medical deivces: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unk, labled for single use: no. Patient code(s): c28554 h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11, 22 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and a battery with unknown serial number were not returned for evaluation. Failure analysis of the devices was not performed since the units were not returned. Log file analysis revealed multiple controller power up events logged with an incorrect date stamp. In addition, log file analysis revealed a critical battery alarm logged with an incorrect date stamp and no battery capacity, serial number ID, or cycle count. As a result, the reported events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller to recognize the batteries can be attributed to a damaged integrated circuit (ic) on the controller's communication line. The integrated circuit is responsible for the communication between controller and batteries and is also connected to the real-time clock. The damaged integrated circuit likely prevented the controller from determining the capacity of batteries, therefore causing the co enroller to trigger critical battery alarms. A possible root cause of the loss of power can be attributed, but not limited, to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event:: heartware ventricular assist system ¿ battery d4: serial #: unk: FDA method code(s): 4112, 4114: FDA results code(s): 67: FDA conclusion code(s): 213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a blank display with a high priority alarm. A controller fault was suspected. Review of the log files indicated the controller exhibited an unexpected power loss with a pump stop. The duration of the pump stop was unknown to a controller real-time clock error. It was also noted a battery exhibited a critical battery alarm. The controller was exchanged. The patient later expired on the same day.